Manufacturer narrative:
(B)(4), catalog number: 91340-01, 91340-03 cell-dyn 3500 cs analyzer. 91350-01, 91350-03 cell-dyn 3500 sl analyzer. An expanded investigation through correction and removal fa25aug2010 was conducted to evaluate this issue. The root cause identified for this issue is installation of the incorrect fuse by either the customer or the field service representative. Fuses are now removed prior to shipping the analyzer. Labeling on the bag that included 220/240 voltage designation on the 8 amperage fuse was removed. Field service representative are also required to check the fuse during installation and maintenance. A product information letter dated (B)(6) 2010 along with a label affixed to the back of the instrument instructing the customer to check if the fuse matches the voltage of operation that is currently being utilized with the customers cell-dyn 3500 analyzer. Since the fuse is a customer replaceable part, instructions were also provided to the customer to refer to the trouble shooting section in the operators manual for replacing an incorrect fuse (replacement fuses were provided in the accessory kit shipped with the cell-dyn system). In the event that the correct fuse is not included in the accessory kit, the customers are instructed to contact their local customer support representative in order for a replacement fuse to be provided to the customers.

Event description:
Abbott cell-dyn 3500 analyzer is a multi-parameter, automated hematology analyzer designed for in vitro diagnostic use in clinical laboratories. The cell-dyn 3500 analyzer has a fuse located in the power supply unit above the power cord connector on the rear panel. The fuse is an essential part of the power distribution system and protects the analyzer and components from damage. Per the existing labeling, the fuse should be replaced as follows: for 100/120 volts: customers use only an 8-amp t (slow-blow) fuse. For 220/240 volts: customers use only a 4-amp t (slow-blow) fuse. Customers have reported occurrences where power supply units have been returned for investigation with the incorrect fuse for the operational voltage on a similar cell-dyn analyzer. Utilizing a fuse that does not match the voltage of operation may lead to the analyzer or component damage, smoke and /or fire. When products are used in accordance with the correct labeling, there is no impact to product functionality or performance, patient results or user safety. A product correction letter has been issued and reported under 21cfr806 for the cell-dyn analyzer to the FDA (B)(6) district on (B)(6) 2010.